Manufacturer narrative:
The pump passed the functional testing, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 130 alarm was noted during testing. During visual inspection, no loose or disconnected motor flex connector was noted. No damage was noted on the motor. The motor was tested outside of the device and it passed. The pump had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.